Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the bent pins could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center had a bent pin. The issue was found during preparation for use. Another similar device was used to complete the intended cystoscopy procedure. There were no reports of patient or user harm. The device was returned for evaluation. During the device evaluation, it was found that a video connector pin was bent, causing indistinguishable images. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The evaluation found the video connector needs to be replaced. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.